Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) experienced signal loss to the ilet, prompting the ilet to display alerts to connect cgm or enter a blood glucose value. The user re-entered the sensor code and later performed an infusion site change after rising glucose readings, after which insulin delivery resumed. Symptoms included hyperglycemia with reported values in the 270¿320 mg/dl range. Outcomes included transient loss of automated glucose control requiring manual intervention and device-guided corrective actions. Investigation included remote troubleshooting and education with stepwise reconnection attempts and confirmation of insulin delivery restoration after a site change. Investigation of this case revealed that cgm-to-pump communication interruption was the likely contributor to loss of automated dosing and hyperglycemia, with glucose improvement noted after corrective steps. It was concluded that the event was related to cgm signal loss affecting automated insulin delivery, and that function was restored following reconnection procedures and a site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.